Event description:
Pt had rec'd an "ER 1" message on their surestep meter and stated that the pt's blood sugar was over 350 mg/dl at that time. The pt did not compare the confirmation dot on the test strip to the color chart on the test strip vial. No symptoms were reported. There was no allegation of harm.